Event description:
It was reported that the balloon unwrapped. The staff reposition the patient and verified the position of the balloon. Patient is stable. See associated MDR 3010532612-2023-00049.

Manufacturer narrative:
Qn#(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.